Manufacturer narrative:
(B)(4). The customer reported that during the user-initiated shift check, the device indicated a pacer failure. There was no pt involvement. The device was evaluated by local philips support. Replacing the power pca resolved the issue.

Event description:
The customer reported that during the user-initiated shift check, the device indicated a pacer failure. There was no pt involvement.